Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 164mg/dl. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 10/21/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called concerned with high readings.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)user's test strip had poor storage (bathroom) test strip. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 164mg/dl. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 10/21/2017. The meter memory was reviewed for previous test result history: result 1 : 132 mg/dl date: (B)(6) 2017 time: 11:02am fasting; result 2 : 148 mg/dl date: (B)(6) 2017 time: 11:01am fasting; result 3 : 122 mg/dl date: (B)(6) 2017 time: 11:00am fasting; result 4 : 102 mg/dl date: (B)(6) 2017 time: 11:00am fasting; result 5 : 164 mg/dl date: (B)(6) 2017 time: 03:00am fasting. Customer called concerned with high readings.